Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose level was 230 mg/dl. Troubleshooting was performed and noticed that they changed 7 infusion sets but issue was not resolved. The customer also stated that the insulin did not exit with plunger push. The reservoir will not be returned for analysis.